Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 276 mg/dl, nausea and vomiting and was hospitalized with diabetic ketoacidosis. Blood glucose at the time of admission was 212 mg/dl. The customer was shortly treated with insulin drip and was kept on insulin pump therapy and given fluids. He was released that same day. It was stated that the doctor said the tubing might have been kinked and stated that the settings were correct. It was also reported that that night the customer's blood glucose before bed was at 103 mg/dl and it should be 120 mg/dl. The customer ate a snack but blood glucose dropped to 43 mg/dl probably because of all the insulin he had been taking but by morning it was 283 mg/dl.